Event description:
A customer reported via webform a high reading issue. The customer reported the sensor was "consistently above 190" and self-treated with insulin (dose/type unknown) but obtained a glucose result of "below 70" on a competitor meter indicating they were hypoglycemic. The customer indicated receiving treatment of juice, sugar, and/or food provided by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a high reading issue. The customer reported the sensor was "consistently above 190" and self-treated with insulin (dose/type unknown) but obtained a glucose result of "below 70" on a competitor meter indicating they were hypoglycemic. The customer indicated receiving treatment of juice, sugar, and/or food provided by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial number) has been updated based on the retuned product. Section h4 (device mfg date) & d4(device expiry date) have been updated based on the returned product download. Sensor (B)(6). Has been returned and investigated. Visual inspection has been performed and no issues were observed. Data was downloaded successfully, observed sensor signal low error message, drop in glucose values and temperature. De-cased sensor and performed visual inspection, no issues were observed. Therefore, issue is not confirmed due to early sensor removal. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.